Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three months following the system implant procedure, this patient presented with an infection. Additional information indicated that the cardiac resynchronization therapy defibrillator (crt-d) along with the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. Unfortunately, it was also indicated that the patient passed away, but no further details were provided. The lv lead will not be returned.